Manufacturer narrative:
Product complaint # (B)(4).this report is for an unk - plates: matrixneuro/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: I it was reported that on (B)(6), 2021, the patient underwent for a procedure to treat cerebrovascular moya moya disease. During the procedure, one screw was not able to be inserted for fixing a burr hole plate. The procedure was completed without surgical delay. No further information is available. This complaint involves one (1) device. This report is for (1)unk - plates: matrixneuro. This report is 2 of 2 for (B)(4).